Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawer had failed. A field service engineer (fse) had removed debris from the row boards, replaced the row board cable, tested the system in hardware test application, and confirmed proper operation with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The customer attempted to perform a storage space recovery; however, error messages were received, including an access related error and "device not detected on bus." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.